Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had issues with sensor. The sensor is alerting low and going into threshold suspend. The customer's blood glucose was 275mg/dl and sensor value 178. The customer was advised to monitor and call us back if sensor still gives him inaccurate readings.